Event description:
It was reported that the left ventricular [lv] lead had dislodged and was not capturing. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found on the tip of the electrode. The outer insulation was melted, and exhibited a cosmetic cut, depression, and cosmetic environmental stress cracking. The lead exhibited apparent explant damage.